Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the keypad buttons had become unresponsive. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was worn, but there was no evidence of peeling or tearing to the keypad. The keypad was found to be functional with no problems related to needing excessive force or contact springback. Contamination was found underneath the up, down, and contrast button contacts. Unrelated to the keypad issue, the pump booted up to a display that was dim and discolored. The battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.